Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered multiple shocks, but did not convert the patient's arrhythmia. Initial detection was in the ventricular fibrillation (vf) zone. There were a few undersensed beats, but therapy was not delayed. Some of the shocks slowed the rhythm to the ventricular tachycardia (vt) zone, but therapy was exhausted without conversion of the rhythm. Technical services (ts) discussed troubleshooting options, including confirming lead placement. This ICD remains in service. No adverse patient effects were reported. Additional information received reported that the cause of the undersensing was not conclusively determined at this time. Additionally the arrhythmia self-terminated. This ICD system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding event cause, but further information was unable to be obtained.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered multiple shocks but did not convert the patient's arrhythmia. Initial detection was in the ventricular fibrillation (vf) zone. There were a few undersensed beats, but therapy was not delayed. Some of the shocks slowed the rhythm to the ventricular tachycardia (vt) zone, but therapy was exhausted without conversion of the rhythm. Technical services (ts) discussed troubleshooting options, including confirming lead placement. This ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered multiple shocks, but did not convert the patient's arrhythmia. Initial detection was in the ventricular fibrillation (vf) zone. There were a few undersensed beats, but therapy was not delayed. Some of the shocks slowed the rhythm to the ventricular tachycardia (vt) zone, but therapy was exhausted without conversion of the rhythm. Technical services (ts) discussed troubleshooting options, including confirming lead placement. This ICD remains in service. No adverse patient effects were reported. Additional information received reported that the cause of the undersensing was not conclusively determined at this time. Additionally, the arrhythmia self-terminated. This ICD system remains in service. No additional adverse patient effects were reported. The patient was hospitalized and will continue to be monitored.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding event cause, but further information was unable to be obtained.